Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Complaint information was provided by (B)(4).

Event description:
It was reported the reamer edge was blunt, making it difficult to ream the acetabular. The surgeon continued to use the reamer as there was no spare. Procedure was completed successfully with no adverse events.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. (B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.